Manufacturer narrative:
G4:23mar2021. B4:06apr2021. The customer contacted the philips rse stating that the issue was resolved, but no additional details were provided in the service order. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
It was reported to philips that the device had a high temp blower alarm when powering on the unit. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The caller advised there have been no significant errors in the logs and have not been able to duplicate the error. The rse advised the customer to perform a full performance verification test (pvt) to help diagnose anything wrong with the unit.